Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was retuned for evaluation. During visual inspection sample appeared bloody and no kinks were noted to the catheter. Material separation was noted just below the distal tip from the outer catheter but still attached to the core wire. Upon microscopic evaluation, tear in the outer catheter was noted. Functional testing was not performed due to the condition of the device. Therefore, the investigation is confirmed for the reported material separation and identified material tear. A definitive root cause for the alleged material separation and identified material tear could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2022), g3. H11: h6 (results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during preparation for a recanalization procedure of a calcified target lesion in the superficial femoral artery, the tip of the catheter allegedly detached. It was further reported that another device was used to complete the procedure. There was no patient contact.

Event description:
It was reported that during preparation for a recanalization procedure of a calcified target lesion in the superficial femoral artery, the tip of the catheter allegedly detached. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
H10: the date received by manufacturer for the supplemental MDR 2020394-2020-21099 was inadvertently submitted as 19-apr-2021. The correct g3 date is 24-apr-2021. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was retuned for evaluation. During visual inspection sample appeared bloody and no kinks were noted to the catheter. Material separation was noted just below the distal tip from the outer catheter but still attached to the core wire. Upon microscopic evaluation, tear in the outer catheter was noted. Functional testing was not performed due to the condition of the device. Therefore, the investigation is confirmed for the reported material separation and identified material tear. A definitive root cause for the alleged material separation and identified material tear could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. (Expiry date: 06/2022).

Event description:
It was reported that during preparation for a recanalization procedure of a calcified target lesion in the superficial femoral artery, the tip of the catheter allegedly detached. It was further reported that another device was used to complete the procedure. There was no patient contact.